Event description:
It was reported that on original implantation, the cement gun fell to the floor so the surgeon finger packed cement and implanted stem. Upon clarification with rep (B)(6) 2013; stem was loose and the reason for revision.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an omnifit eon stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual analysis indicated the device was consistent with a product that has been implant and explanted. -medical records received and evaluation: not performed as insufficient medical records were provided. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records including x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that on original implantation, the cement gun fell to the floor so the surgeon finger packed cement and implanted stem. Upon clarification with rep (B)(6) 2013; stem was loose and the reason for revision.